Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the arterial lumen collapsed during dialysis. The device was removed and replaced in ir (interventional radiology). There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one 27 cm glidepath dialysis catheter was returned for evaluation. Visual inspection noted crimping marks on both the veinous and arterial lumens. Therefore, the investigation is confirmed for the alleged catheter kink. Extension leg kinking is most likely a result of repeated use of clamps. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the arterial lumen collapsed during dialysis. The device was removed and replaced in ir (interventional radiology). There was no reported patient injury.